Event description:
It was reported an ez45b and a zr45b were used during a lung volume reduction. It was reported by the affiliate that the closing lever would not close on the ez45b and the firing trigger broke while firing on the zr45b. A new instrument was used to complete the case. There was no consequence to the pt.